Manufacturer narrative:
Event summary: the full lead was returned, analyzed, and no anomalies were found. There was blood on the distal conductor of the lead and it was not obstructed. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the lead was received with the stylewire in it. The stylewire was removed with some difficulty due to dried blood throughout the lead. The lead is designed with a septum that allows blood ingression. This is not an out of specification condition. The guidewire was inserted fully with no anomalies.

Event description:
It was reported that intra-operatively, a new left ventricular (lv) lead had high thresholds upon implant. It was further reported that the guide wire was stuck inside the lv lead. The lead was explanted and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.